Manufacturer narrative:
(B)(4). Date sent 8/28/2024. D4: batch #132c57. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with no instrument. The swing tab was found to be in the locked position with 6 drivers up on the proximal end and 5 drivers up without staples along the staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; the swing tab is present and unlocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 132c57, and no non-conformances were identified. The lot#174c86 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during a gastrectomy surgery, the device could not fire. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.